Event description:
It was reported that post implant, the patient was still stiff and was not getting the same relief that she had gotten with the bolus test dose. The hcp, the hcp's assistant, and a manufacturer's representative met with the patient and explained the risks/benefits, limitations, and assistance given by the device in better detail. It was further reported that the patient had weekly adjustments to dosing without success and was hospitalized. Per the reporter, the hcp managing the patient while she was hospitalized wanted additional adjustments or to have the pump turned off. The managing hcp contacted the hospital for consultation regarding the treatment. The patient was somnolent, crying and in pain due to increased spasticity. Studies were performed and the drug delivery system was found to be working well. The hcp planned to continue to increase the dose as needed. The patient has a history of psychological issues and is on several antidepressants.